Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was image noise, and the image could not be seen due to damage on the charge coupled device unit. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the light guide cover glass was deformed due to a handling problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had no image. The reported issue occurred during a therapeutic ¿ileus radical treatment¿. The procedure was subsequently completed with a similar device with a 30-minute delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image." Was caused by a breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual, ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.